Manufacturer narrative:
(B)(4).

Event description:
The patient reported that there was a burning/stinging at the implantable neurostimulator (ins) location. The ins was turned off. The battery was still functioning because it was working ok. They had not seen an orthopedic "as good as gonna do." They had a whole spine fused and rods. The patient was wondering if the battery could give out chemical. It was stated that they got a sensation where the ins was implanted like burning. The patient had gained weight. In (B)(6) 2016, they had intermittent come and go, not to the point where there was screaming. The device was off and been off all day long and burning started about twenty minutes prior to the report. It felt like a sting or burn and went away and came back. There were multiple surgeries not related to the device. The patient was on oxy and addicted to pain meds. They had hernia surgeries. Additional information was received from the patient stating that it was unknown if the burning was occurring with the stimulation on or off. There were no actions taken to resolve the issue, the patient indicated that it kind of went away on its own and was doing much better. It was noted that they got a spinal fusion and was told that they had a lot of scar tissue, they had a lot of back issues and that their back was just not doing well. It was clarified that their surgeries were not related to their device, and that their weight gain and hernia surgery were unrelated to their therapy. The patient's therapy was doing well. Other relevant medical history includes other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
After further review the following patient and device codes were removed: (B)(4).